Event description:
It was reported that fluoroscopy revealed an insulation abrasion on the left ventricular lead. The patient received a notifier for low lead impedance measurement; noise was also reproduced during in-clinic testing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at the s-curve area. The redundant conductor insulation was intact.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.